Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the plunger was going under the iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos attached to the parent file were reviewed by the manufacturing site. Photos appear to show the plunger is under the lens, which would confirm the reported issue of the plunger was going under the iol. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported during intraocular lens (iol) implant procedure, on 2-3 occasions the lenses were getting a lot of resistance when being advanced through the cartridge and the plunger was going under the iol even after it was seated appropriately. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.